Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the ventilator, calibrated flow sensors and expiratory valve. The ventilator passed all testing per manufacturer specifications and was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use the 840 ventilator failed and flashing service alert. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator or the patient was harmed or injured as a result of the reported event.